Manufacturer narrative:
An event of residual shunt between the two ventricles and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that patient with a history of myocardial infarction prior to the procedure which may have contributed to the reported event. Based on the information received, the root cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer pi musc vsd was implanted in a patient with a history of myocardial infarction (mi) prior to the procedure (possibly hypertrophic cardiomyopathy). Following the procedure the patient was still symptomatic and was referred back as there was still a shunt between the two ventricles. During the redo procedure, which took place on (B)(6) 2023, the physician attempted to cross the small remaining defect (with the intent to place second pi muscular vsd device) without success. It was decided to snare the index 18mm amplatzer pi musc vsd and remove it. Following the snaring of the 18mm amplatzer pi musc vsd the physician implanted a 24mm pi muscular vsd into the defect. The physician was unable to remove the 18mm device from the patient's vasculature so he will consult with the vascular surgeon and the device was successfully explanted. There was no damage to the vasculature and the patient was stable post procedure. The patient is stable.